Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was completely discharged in 3 weeks after implant. There were no external contributing factors. It was noted that the patient has two leads under the skin at the level of the scapula and torso. The cause was device settings: 10.5 v, 450 msec, 100 hz, all the contacts of the 2 leads are + or -. The ins was explanted, and unknown if replaced. No further complications were reported or anticipated.